Manufacturer narrative:
Additional information was received for this case: the type ib endoleak was confirmed in the lcia (B)(4) it was also reported that the patient received re-intervention to treat the type ib endoleak with coiling of the liia and the insertion of a non medtronic limb. A final angiogram revealed the type ib endoleak was resolved. Therefore the previously reported (B)(4) (B)(4) was not involved in this event and a the correct device will be reported separately. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported distal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. Contrast was seen outside the 12mm od right limb extension, ~20 ¿ 30mm from the distal end of the limb which was implanted ~10 ¿ 20mm into the right external iliac artery. The contrast observed was likely filling the rcia which measured a maximum of ~20mm across. This appeared most likely to be a distal type I endoleak, or possibly a type iii fabric. No obvious contrast was seen within the aaa. It is possible that this likely distal type I endoleak was caused by disease progression of the right common iliac artery, with minimal distal seal length into the right external iliac artery.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a recent CT the non- contrast enhanced CT scan and angiogram images revealed a right side distal type I endoleak. The physician stated that the cause of the event was due to patient anatomy, there is disease progression in the right common iliac artery and not having enough purchase in the external with that talent limb. No clinical sequelae were reported and the physician will monitor the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.